Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Ecn event description: guidewire inserted into right groin access site as starter wire for transseptal system. No resistance experienced. Faradrive/versacross connect system inserted through wire. Resistance experienced upon attempting to pull wire back. System withdrawn from body and wire found to be stripped. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue: wire advanced and transseptal system withdrawn. Wire resistance still experienced. What is the next course of action: transseptal puncture attempted with new products. Patient present at time of event: yes. Patient complications: no patient complications. Procedure number: pn 2771747. Device 1: upn 000000000008749120, model number null, lot or serial number (B)(6). If failure mode is 'other,' details: resistance in wire. Was issue present upon opening package: no. Device 2: upn vxa3007, model number null, lot or serial number (B)(6). If failure mode is 'other,' details: resistance experienced when retracting 0.035" guidewire was issue present upon opening package: no. Device 3: upn m004pf21m402, model number null, lot or serial number (B)(6). Was issue present upon opening package: no. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: lot #: 9294694. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc). Answer: no, guidewire was stripped of outer coating upon removal. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc]. If yes: please specify. Answer: no. Question: *(patient information question not applicable in european region/ canada). *is patient information (patient identifier and age) available? **if yes: provide information in the patient section of the form. **if no please specify why the information is not available from the facility. Answer: patient information not available due to hipaa compliance.

Manufacturer narrative:
The sample was returned in a dhl branded cardboard box, the guidewire was placed in a double zip-lock type bag marked biohazard. The ziplock bag had a label attached stating the customer's complaint number and information about the guidewire. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with approximately 39.1cm of overstretched coil starting at the distal tip. There was a kink and an open coil on the overstretched coil at 32.1cm from the distal tip. The ribbon of the returned guidewire was fractured, the core and ribbon were protruding from the coil at 39.1cm from the distal tip. 2.2cm of the core and 3.9cm of the ribbon were protruding from the coil. There was a bend at 0.5cm on the core. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured just behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. There as a portion of overstretched coil starting at 16.9cm from the proximal fracture point back to 28.6cm from the proximal fracture point. A kink was noted at 28.3cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.10 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. The root cause is undetermined: cause not established. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" as appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Ecn event description: guidewire inserted into right groin access site as starter wire for transseptal system. No resistance experienced. Faradrive/versacross connect system inserted through wire. Resistance experienced upon attempting to pull wire back. System withdrawn from body and wire found to be stripped. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: wire advanced and transseptal system withdrawn. Wire resistance still experienced what is the next course of action?: transseptal puncture attempted with new products. Patient present at time of event?: yes patient complications: no patient complications procedure number: pn 2771747 device 1: upn (B)(4), model number null, lot or serial number (B)(6). If failure mode is 'other,' details: resistance in wire was issue present upon opening package? No device 2: upn vxa3007, model number null, lot or serial number (B)(6). If failure mode is 'other,' details: resistance experienced when retracting 0.035" guidewire. Was issue present upon opening package? No device 3: upn (B)(4), model number null, lot or serial number (B)(6). Was issue present upon opening package? No question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: lot #: 9294694. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: no, guidewire was stripped of outer coating upon removal question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify answer: no question: *(patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form if no please specify why the information is not available from the facility answer: patient information not available due to hipaa compliance.